Event description:
It was reported that the pump sounded a non-critical alarm for a low reservoir. X-rays were taken and it was seen that the pump was flipped. There were no patient symptoms or complications associated with the event. The pump was removed, refilled, and was re-implanted and sutured in the correct position. At the time of report, there was no patient injury. The device system was used to deliver gablofen.

Manufacturer narrative:
Product ID 8781 serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).